Manufacturer narrative:
Evaluation: results - (other): visual inspection of the returned product showed that optic had been torn and both haptics had been torn off and were missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens and the lens tore during insertion. The lens was removed without any pt injury. Another lens was implanted.